Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. The customer stated a manual injection was administered to correct bg level. Reportedly, the customer believed the pump to be the suspected cause of the high bgs. However, tandem technical support was unable to troubleshoot the issue with the customer as issue occurred in the past. Recommendation was made to discuss diabetes management with health care provider.